Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received stuck in motor error alarm loop bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and displacement test due to motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. The insulin pump was programmed to alarm no reservoir and low reservoir. No unexpected no reservoir or low reservoir alarm noted.